Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw4363 showed eight other similar product complaint(s) from this lot number.

Event description:
It was reported this PICC line is a 4f solo single lumen. It was inserted (B)(6) 2022. The length of line 49cm 4cm external fracture lies at 6cm. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter leak is confirmed. One 4 fr powerpicc catheter was returned for evaluation. A wavy bend was noted near the 2 through 8 cm depth marker segment. A kink in the catheter was noted at the 6 cm depth marker. Microscopic inspection of the kink location revealed circumferential creasing and material wrinkling at the kink site. The catheter was flushed with water and a leak was observed to emanate at the 6 cm kinked region. A longitudinal split was noted at the leak location which coincided with the kinked region. The split edges appeared to be straight and even. The event description indicates that the catheter was in use for a duration of over 6 months which suggest that a manufacturing related root cause is unlikely. The characteristics of the catheter damage suggest that catheter kinking and compression likely contributed to the formation of split; therefore, the complaint is confirmed. The securement technique and handling of the catheter may also be likely contributing factors.

Event description:
It was reported this PICC line is a 4f solo single lumen. It was inserted 26/1/22. The length of line 49cm 4cm external fracture lies at 6cm. No other information was provided.